Manufacturer narrative:
The device was returned, and the lot number was confirmed. During visual inspection, the proximal 9cm section of the stabilizer was broken and bent. There were no anomalies noted to the delivery catheter. During the functional inspection, the catheter was flushed, and blood exited. The stabilizer was advanced in the catheter without difficulty and the stent deployed without difficulty with no anomalies noted to the stent. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the damage noted to the device during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated the patients anatomy was moderately tortuous. The device was returned for analysis and the stabilizer was noted to be kinked and broken, the stabilizer was advanced to deploy the stent without difficulty. It is probable that the catheter was unable to be pulled back to deploy the stent due to the tortuousity experience during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported event as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent (subject device) was returned for analysis and the stent was examined. Based on the analysis of the device, the proximal section of the stent (subject device) stabilizer was found to be kinked and broken during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.